Event description:
The device was sent to a third-party service center for annual pm. During the evaluation of the device at the third-party service center, the active exhalation verification and pressure verification test failed. The device's system pca. Flow sensor, solenoid valve and proportional valve (aecm) needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a third-party service center for annual pm. During the evaluation of the device at the third-party service center, the active exhalation verification and pressure verification test failed. The device's system pca. Flow sensor, solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The proportional valve (aecm) and machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and machine flow sensor functioned as designed and operated without issue or error codes. The solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the solenoid valve was replaced due to contamination.